Manufacturer narrative:
Unit passed displacement test and self test. However, unit failed active current measurement and sleep current measurement and longtrace displays charge/battery lasts less than expected, problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment and spring were neither damaged nor corroded. Customer stated the insulin pump did not alarm failed battery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.